Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was unresponsive. There was no patient involvement as the customer was utilizing manual injections for therapy at the time of the event. The customer connected the pump to a power source to charge for one hour and the pump remained unresponsive. Reportedly, the customer has insulin pens available as alternate insulin therapy.